Event description:
During an endoscopy procedure, a cook disposable hemostasis clip was used. The clip was attached to the bleed and the wire broken in the handle. A hemostat was used to pull the wire which deployed the clip from the pt (i.e. Hemostats were used to force clip release from the deployment device). Cook disposable hemostasis clips were used to finish the procedure without difficulty. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has detached from the handle. A manufacturing discrepancy or anomaly that could have contributed to this report was not observed during our laboratory evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.